Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temp moisture ingress) issue. This is potentially reportable because there is the potential for the user to experience an injury to the skin due to increased pump temperature. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/02/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/12/2016 with the following findings: no activity related to the complaint observed in the black box or download history. Corrosion was found inside battery compartment. No overheating or alarms duplicated during testing. Pump electrical current draws were tested and found to be within specifications. Battery compartment leaks. Pump opened and moisture damage found on pcb. (B)(4).